Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not pump. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump had a downstream occlusion (dso) sensor that was intermittent, a separating upstream occlusion (uso) seal, and a damaged rear label. The cause of the customer reported problem was the defective camshaft. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the camshaft, dso seal, dso sensor, dso bezel, uso seal, and rear label. The manufacturer representative updated software, reset the unit to standard configuration, performed dso/uso sensor calibration, and the pump passed all functional tests and performed as intended after repair.